Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and the use of the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for the event. The cause of the patient¿s peritonitis was attributed to a breach in aseptic technique. This is supported by the culture results of corynebacteria. ¿corynebacterium species belong to the physiological flora of human skin and mucous membranes.¿ based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
During follow-up for a separate event, it was reported that this patient was diagnosed with peritonitis on (B)(6) 2023. The patient had pd cultures obtained on that date. No symptoms were provided. The cultures were positive for staphylococcus (no species provided). The patient¿s antibiotic regimen was not available. The patient did not require hospitalization. The cause of the peritonitis event was a breach in aseptic technique by the patient. The patient continued pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During follow-up for a separate event, it was reported that this patient was diagnosed with peritonitis on (B)(6) 2023. The patient had pd cultures obtained on that date. No symptoms were provided. The cultures were positive for staphylococcus (no species provided). The patient¿s antibiotic regimen was not available. The patient did not require hospitalization. The cause of the peritonitis event was a breach in aseptic technique by the patient. The patient continued pd therapy.